Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(4) that guide wire coating issue occurred. During vessel dilatation and sheath insertion procedure, a gw/035/180 (bx/3) magic torque guide wire was selected. It was noted that the coating began to peel of the shaft. The wire was immediately removed. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has the jacket sleeve peeled, as part of overall visual revision. The device was examined and it has the section of the sleeve peeled, approximately 61.2 cm to the distal end with a length of 6.4 cm, measured using the calibrated ruler. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via voluntary medwatch no. (B)(4) that guide wire coating issue occurred. During vessel dilatation and sheath insertion procedure, a gw/035/180 (bx/3) magic torque guide wire was selected. It was noted that the coating began to peel of the shaft. The wire was immediately removed. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via voluntary medwatch (B)(4) that guide wire coating issue occurred. During vessel dilatation and sheath insertion procedure, a gw/035/180 (B)(4) magic torque¿ guide wire was selected. It was noted that the coating began to peel of the shaft. The wire was immediately removed. No patient complications were reported and the patient status was fine.